Event description:
Files are being overwritten on altlas instead of being saved for 7 days. If files do not get to the ultra "db" (normal process) the user will not be able to push the studies since the files are overwritten in the sent to "db" directory. There was no injury.